Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a laparoscopic left hemicolectomy procedure, the jaws of the device was unable to open after the device was clamped over the tissue. It fired but did not cut. The device had to be cut off from the tissue by a scalpel. It was a sigmoid cancer case and a surgical intervention was needed. There was damage to the patient - the anastomosis had to be higher, also a temporary injury was caused - a ileostomy needed to be performed. There was tissue loss and tissue damage. The surgical time was extended by more than 30 minutes. The incision was extended more than 1 in (2.54 cm). Will be additional operation to correct the issue.